Manufacturer narrative:
Failure analysis noted that the insulin pump had unresponsive buttons due to corroded lcd board and mother board. They were unable to verify the unexpected restart error alarm due to unresponsive keypad/button. The pump had cracked display window corner, scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump screen got wet and it alarmed unexpected restart. There was fluid under the display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.